Event description:
Pt had acl reconstruction and arrived in outpatient surgery center. Pt was 5 hours post-op. Assisted pt up to bathroom. After voiding stood. The nurses were on either side of pt when without warning, verbalized no dizziness or problems, dropped backwards. The pt did hit the ground. Another nurse got a wheelchair and assisted them into the chair. One of the nurses attempted to prevent the pt's fall and sustained a back injury.